Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy due to over-sensed noise on the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, device return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.